Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 48 mg/dl. Customer's blood glucose at the time of call was 444 mg/dl. Customer was hospitalized due to low blood glucose. Customer was treated with orange juice with sugar by emergency medical technician. During troubleshooting for low blood glucose, it was found that date on insulin pump was not correct. Customer was advised to consult healthcare professional regarding low blood glucose as insulin pump was working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.